Event description:
Customer reported a button error alarm. Customer also states that there is a crack on the lower right side of the display screen. The blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked case near lcd window corner, minor scratches to lcd window, minor scratches to reservoir window, cracked battery tube threads and cracked reservoir tube lip.